Manufacturer narrative:
Results: the ace68 was ovalized approximately 108.5 thru 110.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the ace68 was ovalized. This type of damage likely occurred due to improper handling during preparation for use. If the catheter shaft is forcefully gripped or pinched during insertion, damage such as this may occur. The ovalization in the ace68 likely contributed to the device not being able to be advanced through the neuron max on the back table. The neuron max referred to in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The physician was preparing a penumbra system ace 68 hi-flow kit (kit) for use in a thrombectomy procedure. During preparation, the physician was unable to advance a penumbra system ace 68 reperfusion catheter (ace68) into a neuron max 6f 088 long sheath (neuron max) on the back table. Consequently, the ace68 became kinked and was, therefore, removed. The procedure was then completed using a new ace68 and the same neuron max.